Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Evaluation also revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime warnings associated with zero force. The pump did not detect the cartridge during the load step upon evaluation and dispensed fluid.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Evaluation also revealed that the force sensor resistance reading was out of calibration.